Event description:
Same case as mfg. # 2134265-2010-02660 and 2134265-2010-02682. It was reported that during a coil embolization procedure, two coils protruded from the catheter into the patient. The anatomical region being treated was the renal artery. A vortx-18 diamond coil 5mm/5.5 mm was advanced through the renegade catheter. The coil was stuck in the catheter, and protruded from the distal end of the catheter into the patient 1cm. The coil was removed from the catheter. Another of the same coil was advanced in the same catheter and also was stuck in the catheter and protruded from the distal end of the catheter into the patient 1cm. The coil was removed from the catheter. The procedure was completed with "other coils" and a new renegade catheter. No patient injuries or complications were reported. The patient status is reported as "good."

Manufacturer narrative:
(B)(4): the coil was returned protruding from the introducer. A large amount of blood was visible within the introducer and around the coil; 0.7cm of the coil was protruding from the introducer. Due to the large amount of blood, the coil could not be removed from the introducer without causing damage to the coil. Therefore a dimensional inspection was not possible. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is determined to be user related, as returned device showed a large amount of blood in the introducer, indicating lack of flush. The dfu states: in order to reduce the risk of complications, a continuous flow of appropriate flush solution should be maintained. (B)(4)